Manufacturer narrative:
Bayer case number: (B)(4) lumbar pain [lumbar pain] , memory loss [memory loss] , severe depression [depression] , intense chronic fatigue [chronic fatigue] , joint pain [joint pain]. Case narrative: the below report was received by health authority anms (reference number: (B)(4) on 08-sep-2025. The most recent information was received on 13-sep-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of back pain ("lumbar pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced back pain (seriousness criterion medically important), amnesia ("memory loss"), depression ("severe depression"), fatigue ("intense chronic fatigue") and arthralgia ("joint pain"). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to amnesia, depression, fatigue, arthralgia or back pain. The reporter commented: actions taken to treat the patient in the healthcare facility: not specified. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 59 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-sep-2025: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number: (B)(4). Lumbar pain, memory loss, severe depression, intense chronic fatigue [chronic fatigue] & joint pain. Case narrative: the below report was received by health authority anms (reference number: (B)(4)) on 08-sep-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of back pain ("lumbar pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced back pain (seriousness criterion medically important), amnesia ("memory loss"), depression ("severe depression"), fatigue ("intense chronic fatigue") and arthralgia ("joint pain"). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to amnesia, depression, fatigue, arthralgia or back pain. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 59 kg. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.